Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue female connector and the light blue main body of the twist clamp on a peritoneal dialysis (pd) transfer set; further described as the "dark blue connector was still attached to the transfer set but once the line was pulled the white clamp and light blue main body separated¿. This issue occurred at the patient¿s home during use of the device for peritoneal dialysis therapy. As a result, the patient line was clamped and cut from the lines. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction d10: include product omitted on initial. H10: the actual device was received for evaluation with a white connector connected to the female connector of the transfer set. A visual inspection with the naked eye noted the dark blue female connector was separated from the light blue main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.